Event description:
Additional information was received that very fine noise, with two to three seconds of pacing inhibition was detected with this pacer dependent patient. No known syncope had occurred. All lead measurements were stable. The noise was unable to be recreated. The device automatic gain control (agc) was reprogrammed to least. Noise and oversensing continued to be visible on the rv channel. The device was explanted and replaced without complication. The device was returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular lead displayed noise and oversensing lasting fourteen seconds. During this time, there was greater than two seconds asystole noted. This was a one time occurrence that could not be reproduced. There were no adverse patient effects and the physician will continue to monitor the patient. No programming changes were made.